Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image noted an over-current detection alert and indicated that the backup vvi was due to a power-on reset. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The reset was not reproduced. The cause of the power-on reset could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, upon dft testing, it appeared to deliver therapy, but did not convert the rhythm. The patient was externally cardioverted and the device went into backup vvi. The device was replaced. The patient condition is fine.